Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Updated fields: a2, a4, a5, a6, h2, h3, h4, h6, h11. Corrected fields: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed due to a faulty charged coupled device. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable and failed leak test. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the camera head was not working and there were lines on the screen. The issue occurred during a diagnostic cystoscopy procedure. No error messages were displayed. The procedure was delayed five minutes while another camera was obtained to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not working and there were lines on the screen. The issue occurred during a diagnostic cystoscopy procedure. No error messages were displayed. The procedure was delayed five minutes while another camera was obtained to complete the procedure. There were no reports of patient harm.